Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, inadequate fixation, implanting an expired stimulator, not irrigating the incision site with antibiotic solution, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the reason for the erosion is unknown. Refer to complaint- (B)(4) for investigation of the lead fractured during explant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an erosion and an explant procedure was performed on (B)(6) 2022. The b lead was completely removed during the explant procedure. However; the a lead was not completely removed and a fragment was left in the body (refer to complaint (B)(4).